Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident and current blood glucose was 75 mg/dl. Customer uses auto mode. Customer recalls insulin dripping from end of set before connecting at their site. Customer report customer does not allege pump was over delivering. The customer was treated with juice and glucose injection. Product will not be returned device for analysis.